Event description:
This is a spontaneous report by a baxter (B)(4) from (B)(6) of peritonitis in a (B)(6) patient coincident with peritoneal dialysis (pd) therapy. On (B)(6) 2010, the patient was hospitalized for peritonitis. On (B)(6) 2010, the patient received a loading dose of vancomycin 1gm intraperitoneal (ip) and fortum 1gm ip. The patient continued with fortum 1gm ip once daily. The root cause of the peritonitis was unknown. At the time of reporting, the patient remained hospitalized, and the event of peritonitis was resolving. Dianeal therapy continued.

Manufacturer narrative:
(B)(4). The devices involved in the incident were unknown. As the date of onset of this peritonitis episode is unknown and patients discard supplies after each therapy, the sample was not requested. A 510(k) number will not be provided in the emdr as the product code and lot number are unknown.